Event description:
Event description cpi received information that this bipolar lead exhibited an abnormal increase in impedance. After reprogramming to unipolar pace, impedance levels were within the normal range. The lead remains active in the patient.